Event description:
It was reported via repair work order that the brakes could not be engaged due to a missing brake adjuster and damaged fifth wheel retraction spring. Also, the IV pole could move in an unintended direction due to IV pole socket weld break. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.